Event description:
As reported by legal team, approximately seven years post initial right tka, female patient had each hip replaced. One in 2009 the other in 2015. Patient complaints that she is in extreme pain. Patient right leg keeps grabbing and her leg starts to give out. Patent mentioned she is using a cane now but probably should have a walker to keep her from falling. Patient mentions that she also have a bone grafted and that is very upsetting since she already had it done with inferior parts that have disintegrated inside her body. Patient mentioned that she needs something for pain and currently is taking 4 ibuprofen 3 times a day but it's not working very well. Patient mentioned that "the dr. Told her the worst case scenario is she may never walk again". Patient also comments that "she is very much in distress over her situation"

Manufacturer narrative:
Implant dated was in 2009 additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received. (H3) as reported by legal team, approximately seven years post initial right tka, female patient had each hip replaced. One in 2009 the other in 2015. Patient complaints that she is in extreme pain. Patient right leg keeps grabbing and her leg starts to give out. The patient mentioned she is using a cane now but probably should have a walker to keep her from falling. Patient mentions that she also has a bone grafted and that is very upsetting since she already had it done with inferior parts that have disintegrated inside her body. Patient mentioned that she needs something for pain and currently is taking 4 ibuprofen 3 times a day ¿but it's not working very well¿. Patient mentioned that "the dr. Told her the worse [worst] case scenario is she may never walk again". Patient also comments that "she is very much in distress over her situation". The patient has not attended the scheduled meetings to gather information. No other information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the hip pain cannot be conclusively determined; however, it is most likely related to the patient's condition. These devices are used for treatment not diagnosis.